Event description:
The delivery system was removed from the patient due to severe kinking of the tether by the physician. After removing the delivery system, it was noted that the sensor had been released and was left in the iliac artery. The sensor was removed which created a small tear in the iliac. The tear as repaired and the patient was discharged with no issues.